Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required hospitalization and antibiotic therapy. The pdrn attributed causality to several breaches in aseptic technique. The patient admitted she was not wearing a mask, nor had she been cleaning the pd catheter (not a fmcrtg product) as instructed. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Staphylococcus aureus is commonly found in the mucus membranes, axillae, and on the skin of humans. Additionally, staphylococcus is the most frequent organism associated with peritoneal infections and is usually due to a touch contamination event. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Event description:
On 17/jun/2026, fmcrtg became aware this 57-year-old female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2026 through (B)(6) 2026 due to peritonitis. During follow-up conducted on (B)(6) 2026, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2026 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequencies, durations unavailable). The patient continued to undergo ccpd while hospitalized without any known issues. The patient¿s abdominal pain had subsided by (B)(6) 2026 and she was discharged home the same day. The peritoneal effluent fluid culture result returned positive for staphylococcus aureus on (B)(6) 2026, and the patient¿s ceftazidime was discontinued. The patient is recovering from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without any reported issues. The pdrn attributed causality to several breaches in aseptic technique. The patient admitted she was not wearing a mask, nor had she been cleaning the pd catheter (not a fmcrtg product) as instructed. Per the pdrn, the serious adverse events were not caused by any fmcrtg product(s) and/or device(s) deficiency or malfunction.